Event description:
The customer reported receiving a "transmitter off" indicator yet found the pt in cardiopulmonary arrest, resulting in the pt death. The customer has alleged having intermittent operational issues with their telemetry system that they want to be evaluated.

Manufacturer narrative:
(B)(4): the inop reported occurs after other inop conditions have not been resolved or after batteries are removed from the telemetry transmitter. These inops are obvious and we will consider that the failure to resolve them may have been a factor in this pt's death. Philips is in the process of obtaining add'l info regarding this incident and the complaint is still under investigation. A final report will be submitted once the investigation is completed.